Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs from the complaint date supported the customer's complaint that the purge cassette was not seen as present in the console. The cause of the issue was a missing purge flag. This report is being filed as part of a retrospective review of historical records.